Event description:
A biodesign enterocutaneous fistula plug (efp-0.4) was originally placed in (B)(6) 2010. After placement, the original fistula tract healed, the physician saw the pt on (B)(6) 2012. The pt presented with an abscess near the site of the original fistula repair. The physician noticed when he saw the CT scan that the flange is now outside the bowel. It appears it has pulled or eroded through the bowel. Dr (B)(6) placed a drain to resolve the abscess. He suspects that the flange may be a nidus for infection so he is contemplating recommending that it be removed surgically. Currently the pt is being monitored for possible surgical removal of the flange.

Manufacturer narrative:
No device evaluated. Device not returned to the MFR. After the original placement of the device, the pt was doing very well with the fistula tract healing. The physician saw the pt again on (B)(6) 2012, fourteen months after placement of the efp, and she presented with an abscess near the site of the original fistula repair. The physician also discovered that a second fistula tract was beginning to form from a different source. Upon reviewing the CT scan images, the physician found that the flange was located outside the bowel. The bowel, in the area of the original fistula, was noted to be infarcted or damaged and non-healthy. This unhealthy bowel was a result of the original trauma the pt received and not a result of the efp. Dr (B)(6) thought the flange had eroded through the bowel within the last few months. Dr (B)(6) paced a drain to resolve the abscess. He suspects that the flange may be a nidus for infection. The pt is currently being monitored for possible surgical removal of the flange. The biodesign enterocutaneous fistula plug IFU fp0069-01d list as a precaution that if the flange is retained in the pt beyond an eight-week period, the pt should be monitored for bowel obstruction, erosion, perforation, or flange migration. Migration, erosion, infection, and abscess are listed as potential complication in the IFU. Additionally, the IFU notes that if device erosion through bowel tissue or flange migration into the abdominal cavity occur and cannot be resolved, surgical intervention should be considered.